Manufacturer narrative:
Other relevant device(s) are: product ID: 9735699, software version: 1.0.2. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ssd needed to be replaced. The ssd was replaced and the system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the computer had just been replaced and after replacement the computer booted to the grub menu. The issue was resolve and it was possible to boot to the admin task, but when logging into the clinical app the software would flash white and then revert to the login screen. There was no patient involvement.

Manufacturer narrative:
The (B)(4) with s8 os s8 svc (lot# s3z6nw0k715477j) was returned for analysis. Analysis found that when logging into the stealth the black medtronic splash screen would display and then loop back to the blue login screen. The failure mode was determined to be due to software and the failure mechanism was determined to be corrupt os. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.